Event description:
It was reported that the patient implanted with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) experienced ventricular fibrillation (vf) storms that were felt to be ischemic in origin. The patient was noted to be a hospital inpatient at the time of the episodes. The physician indicated that the patient needs coronary artery bypass grafting (CABG). The device delivered approximately 50 appropriate shocks. Some non-conversion was observed during shock delivery and required cardiopulmonary resuscitation (CPR) as well as external shocks. It was reported that the patient coded for 45 minutes and was intubated. The physician indicated the patient coded and was subsequently intubated as a result of the vf storms. Additionally, some oversensing of noise and possible t-wave oversensing was observed, however, did not result in delivery of inappropriate therapy. A high impedance message was also observed during shock delivery indicating the presence of a high out of range shock impedance measurement. The shock impedance range was noted to be 56-72 ohms. The root cause of the high impedance was not determined and no changes were made to the device or electrode. The patient made a full recovery and was noted to still need a CABG. No additional adverse patient effects were reported. This device remains in service.